Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. Customer's blood glucose level was 536 mg/dl. The customer treated his blood glucose level with a bolus using the insulin pump. An hour later his blood glucose level was still at 530 mg/dl. The infusion set had a bent cannula. The customer was not feeling well. He was nauseous and vomited. There was an absence of a no delivery alarm. The high pressure test passed. The device was not returned.